Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n140414, implanted: (B)(6) 2008, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
During the routine pump replacement procedure, the physician accidently cut the catheter which necessitated revision of the catheter. The patient had no symptoms related to the event. The device system was delivering lioresal.